Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false low vancomycin (vanc) result of <3.5 ug/ml generated by the unicel dxc 800 synchron chemistry analyzer. The erroneous result was reported out of the laboratory. The customer sent the patient sample to a reference laboratory and yielded a result of 18 ug/ml. An amended report was issued. The customer indicated that the patient has been on vanc treatment for 10 days during the time of the event. Affect to patient treatment is unknown. According to the customer, based on the results from the reference lab, the physician may have increased the vanc dosage per the false result reported.

Manufacturer narrative:
It is unknown if the patient samples were collected at trough or at peak level intervals for the vanc chemistry. Controls were run before this incident and the results were within established ranges. The customer indicated that there is no issue with the instrument, thus this event appears to be a patient specific issue. Service was not requested for this event. This report is related to MDR 2050012-2011-03999 that is reporting on a different date, for the same patient, and for a similar event that occurred at this customer site.